Event description:
It was reported to boston scientific in 2008, that a captivator snare device was used for a colonoscopy procedure the same day (patient age, gender and weight unknown). According to the complainant,"... During the procedure, the snare opens smoothly[;] however[,] when you go close the snare it hangs up and snags and does not close smoothly. " the physician completed the procedure with this captivator polypectomy snare. No complications were reported as a result of this issue, and the patient was reported as "good" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported event cannot be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.